Event description:
It was reported that recanalization catheter had been activated for approximately three minutes, the tip of the catheter appeared to be off center. The procedure was completed with the guide wire. There was no patient injury reported.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The sample is not available for return; therefore, an evaluation of the device could not be performed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.